Manufacturer narrative:
Section a1 - patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-20, that has a similar product distributed in the us, list number 08p32-21. The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. Return testing was not completed as returns were not available. The historical performance of reagent lot 51507fp00 was evaluated using worldwide data from customers. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 51507fp00 is inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I ca 19-9xr, lot number 51507fp00, was identified.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for two patients. The following data was provided: sample ID (B)(6), a 42-year-old patient, result, on 12oct, was 29.5801 u/ml; previous result, on 29sep with sample ID (B)(6), was 700 u/ml. Sample ID (B)(6), a 62-year-old patient, initial result, on 18oct, was 59.3736, repeat results were 76.5859 and 85.2487 u/ml; previous result, on 28jul with sample ID (B)(6), initial result was 4392.7, repeat was 5000 u/ml. Additional lab results were provided: cea was 2.3208 ng/ml; previous result, on 28jul, was 35.9 ng/ml. There was no impact to patient management reported.